Event description:
It was reported that (2) devices were used during a laparoscopic gastric bypass. It was reported by the rep that the hp053 handpieces do not work. There was no consequence to the pt.